Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had difficulty charging the ins. The patient reported every time they start to charge their ins, it will say excellent or good but then shortly go back to searching for the ins. Patient indicated it had not been this difficult in the past. They noticed the ins appeared to be protruding more than usual for about maybe a month. Ins is located on the left side. The following troubleshooting steps were performed: repositioned the recharger, located the ins by looking for incision and/or palpating the ins, moved the charger away from the lead, apply comfortable pressure to the recharger or consider tightening the recharging belt, recommended patient lean forward while sitting to optimize ins position. The patent indicated they will continue to try repositioning and charging on their own and will call back if they need further support.